Event description:
It was reported an under infusion of levophed. The green infusing light was lit on the pump module; however, there was no infusion to the drip chamber. The patient¿s vital signs were not improving. After the tubing was switched to a new pcu and lvp, the levophed infusion had no issues. Alaris devices were sequestered from this event and sent to biomedical engineering. This was reported to bd representatives during their site visit. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.